Event description:
Pt was revised due to severely worn hylamer. The pt had presented with pain and during revision surgery massive osteolysis and loosening was discovered. A complete hip revision was done with all components being revised.